Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that all buttons weren't sensitive. Customer's blood glucose was unknown. Customer stated that the blood glucose value was normal and they didn't require any medical treatment. The device will not return for the analysis.